Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet pump, with values reportedly exceeding 400 mg/dl and a contemporaneous reading of 224 mg/dl, alongside an on-pump prompt to change insulin; the user had last changed the cartridge and infusion set several days prior and was guided through cartridge and tubing replacement and education, after which they planned to monitor glucose and the pump. Symptoms included nausea and thirst. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education via customer care. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.